Event description:
It was reported that the 9900 system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb was installed and the ps2 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.